Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received multiple inappropriate shocks and anti-tachycardia pacing (atp) across two episodes for what appears to be an atrial driven rhythm. Device therapy for both events was exhausted after delivery. It was also noted that the rhythm accelerated by therapy in one of the episodes. Technical services (ts) provided a review of stored episodes. This ICD remains in service. No additional adverse patient effects were reported.